Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin three times (dose not reported). The patient's treatment was changed to ip tazicef (dose and frequency not reported). The patient was retrained on aseptic technique. Pd therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event and treatment with tazicef remained ongoing. No additional information is available.